Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient took a fall in (B)(6)2016 and hit their ins on a concrete step. The patient reported that since then, ¿nothing is working.¿ the patient reported that the ins stopped stimulation. The patient had mris and they revealed that the ins had not moved, but two of the leads were not where they were supposed to be. The patient also reported that they were in a motor vehicle accident about 6 ¿ 7 months prior to the call. The patient reported that they needed to have their system revised but that their hcp was still waiting on approval from the manufacturer to approve the revision. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they were scheduled for surgery on (B)(6) 2017.